Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value is unknown. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Customer tried different lots if insulin and rotates arms for insertion. Customer does not use the serter to insert the infusion set. Customer was advised to use a serter and to consider other site areas.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.